Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection approximately two weeks post the implantation of an implantable pulse generator (ipg) system. The patient will be seen at the hospital and a plan will be put in place for medication administration, or device/lead removal. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.